Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology is unknown. It was reported that the pt has history of bipolar disorder. It was reported the procedure was performed under local anesthesia. While deploying the stent graft the pt became combative and had to be restrained by several nurses. The stent graft was inaccurately delivered and a cuff was placed. When the cuff was placed it was also inaccurately placed. The physician attempted to pull both the bifurcated stent graft and the aortic extender cuff down with a guidewire using the "up and over" technique. The bifurcated stent graft was moved to the correct position, however the cuff remained where it was deployed. The physician was unable to pull the cuff down. The physician elected to convert the pt to open surgical repair. No add'l sequelae were reported.